Manufacturer narrative:
See manufacturer¿s report # 3004209178-2019-06423 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a confirmed urinary tract infection (uti). This had started the beginning of the month ((B)(6) 2019). They were started on antibiotics yesterday. It was noted that the patient had an appointment with their doctor on (B)(6) 2019. There were no further complications reported or anticipated.